Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned product showed the lens was received in liquid, the optic was torn and a haptic was bent. (B)(4).

Event description:
The customer reported the cq2015a three piece collamer lens was misloaded into a competitors injection system and tore as the surgeon attempted to implant the lens. There was eye contact but the lens was not implanted and there was no injury to the patient. This customer is aware of the off label use but prefers that injector.